Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed occurrences of sf180. Performance testing confirmed the power source detection issue which prevents the device from charging its internal battery. The reported different therapy behavior was not able to be confirmed. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that sf180 was due to an isolated component failure within the device battery assembly while the device failure to charge its internal battery was due to soldering process during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device was showing a different therapy behavior to a second device. During evaluation, the device had a power source detection issue and displayed an error message (sf 180) related to an internal battery charging issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation did not confirm the complaint, however, identified other issues. The main circuit board and battery were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was showing a different therapy behavior to a second device. During evaluation, the reported complaint was not confirmed, however, it was identified that the device had a power source detection issue and displayed an error message (sf 180) related to an internal battery charging issue. There was no patient harm or serious injury reported as a result of this incident.